Event description:
The device was returned for mechanical hardware failure (av sticky valve). Upon return, the device started up with double red pump alarm. Log files indicate mechanical hardware failure (av sticky valve). Removed fva assembly fva pins have excessive debris. Cleaned fva pins and channels. Upper/lower loading pins have debris. Rear cover o ring not seated properly. Fva lip seals, upper/lower loading pin lip seals and rear cover 0 ring will be removed and replaced during repair process. No other damage found.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: (B)(6) 2025 per email, problem reported as "pump problem." A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.